Manufacturer narrative:
The device was received from the field with battery voltage at elective replacement level. A review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical tests performed under nominal settings indicates normal functionality. Further analysis at various pulse amplitudes measured normal current levels and no indication of premature depletion were noted. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion. The reported event of premature discharge of battery was not confirmed.

Event description:
During a follow-up in clinic, premature battery depletion was observed on the device. The device was explanted and replaced. The patient was stable.